Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the device not pumping. The ipp would allow for one and a half pumps and not allow any more. During the procedure all the components were removed and replaced. The patient did not experience any further complications.